Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. The lens was cut into pieces to remove from the eye and another lens was inserted. No pt injury.

Manufacturer narrative:
No lens was returned in the unit carton.